Manufacturer narrative:
The involved waveone gold primary 6-files sterile 25mm is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1631143). Sampling is representative, we can consider that the batch is conform. No fault found. Product meets specifications. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a waveone gold primary broke during use. The outcome of the event is unknown as of this MDR evaluation.